Manufacturer narrative:
13 may 2024: abaxis griesheim, technical support received an email from a distributor with the following report: the customer reported opening secondary packaging labelled general chemistry 13 panel lot 4065ab8. The customer loaded the panel for use in the piccolo xpress analyzer. The piccolo xpress analyzer provides a printout of the results once the panel has been processed. The customer stated the printout read comprehensive metabolic lot 4065ac1. It was confirmed the patient was not impacted and the reported issue did not contribute to serious injury or medical intervention. An RMA has been initiated. The remaining unused panels are expected to be returned for further investigation and the manufacturer has issued a CAPA pr ID #2828430. A follow-up will be provided once the investigation is completed.

Event description:
13 may 2024: abaxis griesheim, technical support received an email from a distributor with the following report: the customer reported opening secondary packaging for the general chemistry 13 panel lot 4065ab8. The customer loaded the panel for use in the piccolo xpress analyzer. The piccolo xpress analyzer provides a printout of the results once the panel has been processed. The customer stated the printout read comprehensive metabolic lot 4065ac1. It was confirmed the patient was not impacted and the reported issue did not contribute to serious injury or medical intervention.

Manufacturer narrative:
The root cause is related to human factors and was contributed to methods/ procedures. It was determined that the general chemistry 13 panel (gc13) lot 4065ab8 and comprehensive metabolic panel (cmp)lot 4065ac1 were both manufactured on 09 feb 2024 on adjoining lines. The cmp rotor lot 4065ac1 was assembled and correctly barcoded, indicating that this is a rotor lot that crossed over lines prior to packaging. Batch records were reviewed, and no defects were reported during the manufacturing or packaging process. Output logs were reviewed with no discrepancies. It is likely that after maintenance, an operator inadvertently brought cmp rotors back to the line packaging gc13 rotors and placed them on the packaging conveyor, causing a cmp rotor to be packaged within a gc13 pouch. There have been no further related complaints regarding cmp or gc13 rotors; this was determined to be an isolated issue. There have been no other complaints on any piccolo rotor marketed within the last three years ending in may 2024. No further action is required at this time. Zoetis/abaxis will continue vigilance activities and monitoring of products on the markets worldwide for performance and safety in our post-market surveillance program.